Manufacturer narrative:
This event is being reported because this device is the same or similar to PMA #p070014 marketed in the united states. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent partially deployed and the distal end of the stent broke off during an attempt to retract the delivery system. Reportedly, the delivery system became stuck during advancement through a heavily calcified superficial femoral artery. Attempts were made to retract the delivery system; however, the distal end of the stent partially deployed and broke off in the vessel. The proximal portion of the stent remained in the introducer sheath and was removed together with the sheath as a single unit. The detached portion of the stent remains in the pt with no plan for removal. There was no report of injury to the pt.